Manufacturer narrative:
The investigation of the mattress by a hillrom service technician is still pending. The customer has been asked to provide further details on the patient, an intervention or treatment provided to the patient impacted by this event or the state of the bed and surface in use. The bed was not in alternating mode, but rather in continued low pressure mode. It was stated that only one thin sheet was used, and when needed, protection squares and/or diapers were used. A stage ¾ sacrum bedsore necrosis with 5 cm diameter; knee and chin bedsores following ventral decubitus is considered to be a severe injury as it indicates tissue death, and is thus a reportable serious injury/serious incident. No further information is available on the repair of the bed at this time. The investigation is ongoing, however any additional relevant information identified following completion of the investigation will be submitted in a final report.

Event description:
Hillrom received a report from a hillrom technician stating that the patient had a stage ¾ sacrum bedsore necrosis with 5 cm diameter; knee and chin bedsores following ventral decubitus. The bed was located at the account. There was patient injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient experienced a stage 3 to 4 chin bedsore that was 5 cm long and necrotic, as well as an unknown staged knee bed sore following ventral decubitus. No intervention was reported.the bed was not in alternating mode, but rather in continued low pressure mode. It was stated that only one thin sheet was used, and when needed, protection squares and/or diapers were used. The bed was removed from the hospital and on their request replaced with a different model. The hrc technician thoroughly inspected the bed and surface thoroughly and confirmed that the beds are functioning correctly and in accordance with the technical manual: no errors. Airflow works with 30kg on the bed. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The progressa integrated air mattress is a therapy surface option for the progressa bed system. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface or the progressa bed. Risk factors include comorbidities such as diabetes, nutrition, immobility, or peripheral vascular disease. A category 3 to 4 pressure injury that has progressed to stage 3 have broken through the top two layers of the skin and into the fatty tissue. It may resemble a crater and may extend into deep tissue. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice, in addition the device therapy modes should be used in conjunction with good assessment and protocol. Position changes are key to pressure injury prevention and treatment. Pressure injuries can develop within 2-6 hours, when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A category 3 to 4 pressure injury with necrosis is considered to be a severe injury as it indicates tissue death, and is thus a reportable serious injury/serious incident.

Event description:
The customer reported bedsore issues at poitiers hospital, in the intensive care unit. It was reported that the patient experienced a stage 3 to 4 chin bedsore that was 5 cm long and necrotic, as well as an unknown staged knee bed sore following ventral decubitus. No intervention was reported.